Event description:
It was reported that during the implant attempt there was sensing difficulty when the lead was positioned. The lead was then repositioned but the physician was not able to deploy the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): no anomalies found, however blood was noted on helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.